Manufacturer narrative:
The technician replaced the brake detent mechanism to repair the bed.

Event description:
Alleged the brake pedal is popping out of the brake position if the bed is bumped from the side.